Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl and it was addressed with a bolus. The customer's bg level decreased to 170 mg/dl. It was suspected that a large meal caused the bg level. Reportedly, the customer declined troubleshooting. It was noted that there was an air bubble in the luer lock and a recommendation was made to fill tubing to remove the air.